Event description:
It was reported that 5 bd luer-lok¿ sterile, single use syringes were found in the sterile packaging with "fabric/string" remnants. The following information was provided by the initial reporter: "fabric/string type remnants in sterile packaging".

Manufacturer narrative:
Investigation: four photos, one 125-count carton label and five 5ml syringe in fully sealed blister packs confirmed to be from batch #8061892 (p/n 309646) were received and evaluated. It was observed there was a piece of string that went through all the packages and was twisted around two plunger rods inside two of the packages. In all cases the string was larger than level 3 in size and was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate adjustments were made to material handling components during the manufacture of this batch. Potential root cause for the foreign matter defect is associated with the material handling process. The string in the packaging is from a conveyor belt being loose and rubbing against the side rails.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd luer-lok¿ sterile, single use syringes were found in the sterile packaging with "fabric/string" remnants. The following information was provided by the initial reporter: "fabric/string type remnants in sterile packaging"